Event description:
Patient presented for 7-10 day incision check wherein his left upper extremity from shoulder through hand was swollen and skin was tight. He had 2+ radial pulse. Ultrasound of the left upper extremity revealed deep vein thrombosis. Follow up ultrasound on (B)(6) 2018 revealed no deep vein thrombosis and is now considered resolved. Venous occlusion associated with the implant procedure.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device it self could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.